Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: as the device was not returned, the investigation is inconclusive. The manufacturer has identified that excess glue has been found to be in the filter of the pressure gauge of the device; therefore, the manufacturing facility will be changing the gluing method and rejection criteria for the device. Labeling review: the current IFU (instructions for use) state: precautions: 1. Carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. 2. Discontinue use of the device if damage, malfunction or contamination is suspected during use. 3. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pressure gauge on the inflation device allegedly did not read pressure during the initial inflation. Reportedly, another inflation device was used to complete the procedure. There was no reported impact or consequence to the patient.